Event description:
It was claimed that the insulation on electrode burst into flames during use. No injury to pt and/or user. Sample was discarded, not provided for evaluation.

Manufacturer narrative:
Evaluation/investigation activities are currently in process for this incident. Evaluation findings will be forwarded to the FDA once these findings become available.